Event description:
Reporter alleged the pt received a discrepant blood glucose result of 230 mg/dl on inform system compared back to back with a result of 11 mg/dl on the lab system when testing was performed within 10 minutes. Reporter did state that the pt was not presenting with symptoms to match the lab result. No actions were reported taken or treatment received. No adverse event reported. A request was made for the return of the suspect device, and replacement product was sent.